Manufacturer narrative:
The reported field event of no communication was verified in the laboratory and was due to a low battery voltage. Review of the device image indicated that there was a sudden battery voltage drop to below eos. The original battery was returned to the vendor for further evaluation and the cause of the sudden batery voltage drop could not be determined.

Event description:
It was reported that an asymptomatic patient who has an implanted neurostimulator presented in clinic for a routine office check, telemetry issue was observed. No communication could be established with the device. The device was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.